Manufacturer narrative:
According to the received investigation, this case seems to be an allergic reaction following the injection of the product, which is a well-known adverse reaction. Batch analyses undertaken confirms that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed. Hypersensitivity reactions are well known and described adverse reatctions in the context of dermal filler injections. This may occur after initial or repeated exposure and result in the edema, erythema, pain and itching characteristic of an allergic response. Potential triggering factors may be the disinfection agent eg, chlorhexidine, ha fragments or other filler components (eg, lidocaine). With appropriate medical treatment, the symptoms can be quiclky resolved. De boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14 signorini, m., et al. (2016). Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations. Plastic and reconstructive surgery 137(6):961e-971e delorenzi, c. (2014). Complications of injectable fillers, part 2 vascular complications. Aesthetic surgery journal / the american society for aesthetic plastic surgery 34(4) 584 600.

Event description:
This case occurred outside of the us, in (B)(6). According to the received information, the patient developed an important oedema on the upper lip immediately after being injected with teosyal rha 3 on (B)(6) 2021. The injector immediately administered hyaluronidase. A local medical expert was put in contact with the injector to help manage the issue. The latter recommended to prescribe extranase anti inflammatories. On the evening, the symptoms were improving, and got better the following day.